Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h11. Corrected fields: b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white residue on air/water channel. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the customer reported issue occurred due to a component failure. Whereas no presumable cause could be determined for the white residue on air/water channel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during sedation while the device was inside the patient. The procedure was completed with a similar device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported the gastrointestinal videoscope locked during a procedure. The issue occurred during a diagnostic upper endoscopy. There were no reports of patient harm.